Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was for the past couple of months the patient has not been able to connect to their implantable neurostimulator with their communicator. The patient keeps getting device not responding. The following troubleshooting steps were performed: reset the communicator, dismissed message, turned airplane mode on/off, checked location settings. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received on (B)(6) 2023. The patient reported that they received a new communicator and paired and completed updates yesterday then tried to connect to implant however received the message device not found. Reviewed navigation basics and after repositioning the communicator several times patient still unable to connect. When asked patient confirmed was right of over the neurostimulator site. When asked, the last time patient used communicator to connect and successfully connected was about a year ago. Patient said hasn't noticed any return of bladder symptoms. Patient said typically doesn't feel stimulation unless stimulation has been off for a while and then only initially when turns stimulation on. Patient has not seen healthcare provider since initial post op follow up appointment. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to schedule an appointment to have internal device checked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.